Event description:
It was reported that an ilet pump¿s screen became unresponsive and remained blank despite the device indicating haptic feedback and being charged; the user continued to receive feedback when the screen should wake and had no reported blood glucose impact, and a replacement device was arranged with instructions for shutdown and data handling. Symptoms included no adverse clinical effects. Outcomes included continued diabetes management on backup therapy and use of cgm via dexcom g7. Investigation included customer service troubleshooting and logistical replacement with instructions for device return and data sync. Investigation of this device revealed a suspected display or user interface malfunction of the pump consistent with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display subsystem.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."